Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure coil, left essure coil appears to be extending into a portion of the endometrial cavity') and fallopian tube perforation ('perforation (fallopian tubes)') in an adult female patient who had essure (batch no. 857595) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension and urinary retention. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain primarily left side but radiated all over abdomen") and pelvic pain ("pelvic pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, fallopian tube perforation and vaginal haemorrhage outcome was unknown and the menorrhagia, dysmenorrhoea, abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: left side: 6 coils remained visible after placement of the essure. Right side:3 coils remained visible after placement of the essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: successful tubal occlusion bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records essure coil being into the endometrial cavity quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-nov-2019: plaintiff fact sheet and medical record was received. Event added from pfs- pelvic pain. Reporter information, events outcomes were updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure coil, left essure coil appears to be extending into a portion of the endometrial cavity') and fallopian tube perforation ('perforation (fallopian tubes)') in an adult female patient who had essure (batch no. 857595) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension and urinary retention. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("abdominal pain primarily left side but radiated all over abdomen"), pelvic pain ("pelvic pain") and fractured coccyx ("broken tail bone"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, fallopian tube perforation, vaginal haemorrhage and fractured coccyx outcome was unknown and the menorrhagia, dysmenorrhoea, abdominal pain and pelvic pain had resolved. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, fallopian tube perforation, fractured coccyx, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: on left side, 6 coils remained visible after placement of the essure and on right side 3 coils remained visible after placement of the essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: successful tubal occlusion bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records essure coil being into the endometrial cavity and following event was reported via social media- fractured coccyx . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-mar-2020: social media information received. New event added- fractured coccyx. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure coil, left essure coil appears to be extending into a portion of the endometrial cavity') and fallopian tube perforation ('perforation (fallopian tubes)') in an adult female patient who had essure (batch no. 857595) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension and urinary retention. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and abdominal pain ("abdominal pain primarily left side but radiated all over abdomen"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, fallopian tube perforation, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, fallopian tube perforation, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: left side: 6 coils remained visible after placement of the essure. Right side:3 coils remained visible after placement of the essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: successful tubal occlusion bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records essure coil being into the endometrial cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure coil, left essure coil appears to be extending into a portion of the endometrial cavity') and fallopian tube perforation ('perforation (fallopian tubes)') in an adult female patient who had essure (batch no. 857595) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypertension and urinary retention. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and abdominal pain ("abdominal pain primarily left side but radiated all over abdomen"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, fallopian tube perforation, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown and the abdominal pain had resolved. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, fallopian tube perforation, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: left side: 6 coils remained visible after placement of the essure. Right side: 3 coils remained visible after placement of the essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: successful tubal occlusion bilaterally. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records essure coil being into the endometrial cavity. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and mr received. Reporters information updated. Lot no. Were added. Event: injury were updated to abnormal bleeding (vaginal). New events: menorrhagia); dysmenorrhea; malposition of essure, left essure coil appears to be extending into a portion of the endometrial cavity; pain: abdomen pain; perforation (fallopian tubes), abdominal pain primarily left side but radiated all over abdomen were added. Lab data and medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.